Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited high thresholds, and was removed and replaced with a different lead. It was also reported that during the implant procedure, tissues came into the atrial lead tip after extension and retraction several times. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.